Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the setup for a case, a localizer fault message with a blinking amber light and a steady green light was observed. Troubleshooting steps included using the network device interface (ndi) toolbox, which showed the incompatible firmware error. Technical services instructed a hard reboot of the system, followed by powering it back on. After waiting 20-30 seconds, the camera booted up as expected and was able to track instruments without issue, with a green light on the camera and no localizer fault message. The issue was resolved on the call. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.